Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that a crack was noticed on an mr290v vented autofeed humidification chamber after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and the thickness of the rolled base was also measured. Results: visual inspection revealed a crack on the chamber dome near the hinge bracket. The print above the crack was slightly faded. The base thickness was found to be within specification. Conclusion: we are unable to determine what may have caused the observed damage to the returned chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests the chamber was damaged after it was released for distribution. The customer only reported the cracking after three days of use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.